Manufacturer narrative:
A ge service rep performed an onsite investigation and verified the fluoroscopy beeper was not audible. The remote utility suite was checked and the beeper was already activated. The voltage to the beeper was checked and adequate. The beeper pezo was re-soldered; however, this did not produce the audibility function. The c-arm control processor printed circuit board was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's cable would not work and the system would not capture fluoroscopic x-rays. No pt injury was reported.